Event description:
The customer experienced an issue where the incorrect result for a patient was present in the cobas it1000. The result on an accu-chek inform ii meter was 11.3 mmol/l. However, the result in the cobas it1000 was 20.5 mmol/l. Investigation of the provided data logs found the result of 20.5 mmol/l actually corresponded to another patient. The two patients were directly after each other in the patient list. It was noted that the patient name for the file with the incorrect result had a patient name of "naid". It was thought this was a combination of "name" and "patient_ID". This was thought to have caused the result to be attached the incorrect patient file. The customer stated the nurses will administer diabetic interventions based on the result on the meter right away. The it1000 result is sent to a downstream system for doctors to see trending results over a period of time and intervene if necessary. So far, there has been no report from the customer that any doctor acted on the incorrect information. There was no report of any being patient adversely affected in any way. It was recommended to perform a software upgrade on the cobas it1000 base unit system.

Manufacturer narrative:
This event occurred in (B)(6).